Event description:
During evaluation of a returned homechoice device, a high drain alarm 106 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was identified in the log. The alarm occurred on (B)(6) 2013 at 09:46:27. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was unable to be determined. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed functional rite for a reload the set 196 alarm. The functional rite failure found will be captured in a different complaint. The device also received an internal/external inspection. Should additional relevant information become available, a follow up medwatch will be submitted.